Manufacturer narrative:
Date of event was approximated to (B)(6) 2022 as no event date was reported. (B)(4).

Event description:
It was reported to boston scientific corporation that an endovive securi-t was used during a percutaneous endoscopic gastrostomy replacement procedure. The procedure date is unknown. During preparation, the internal bolster detached outside patient. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an endovive securi-t was used during a percutaneous endoscopic gastrostomy replacement procedure. The procedure date is unknown. During preparation, the internal bolster detached outside patient. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3 (date of event): date of event was approximated to 01apr2022 as no event date was reported. Block h6 (device codes): device code a0501captures the reportable event of internal bolster detached. Block h10: the returned endovive securi t was analyzed. It was observed that the internal bolster was detached. Microscope inspection revealed there was evidence of correct attachment of the bolster before the detachment. Therefore, the reported complaint is confirmed. Based on the condition of the returned device, engineers determined that the problem observed could be due to the technique applied by the customer during the placement of the device which may have affected the performance of it. In addition, it is possible that the interaction within other devices may have contributed to the observed issue. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.